Event description:
Following a diagnostic procedure, a physician attempted to use an angio-seal for hemostasis. As the physician attempted to thread the device through the sheath, the pt felt pain. The physician then felt resistance and was unable to insert the device to the proper placement as outlined in the instructions for use. At that time the physician attempted to withdraw the device, but was unable to do so and hence lost access. Both the sheath and the device were withdrawn from the pt and manual pressure was held. Subsequently a 6 cm hematoma formed. Protamine sulfate was also administered (dose unk) to reverse the level of the pt's anticoagulation and promote hemostasis. Follow-up on 9/5/97 shows that pt's hematoma was soft the following day and that the pt remains without further complications.